Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The physician elected to explant and replace the pacemaker. The patient condition was stable.